Event description:
It was reported that when using the bd pyxis¿ medbank mini, it had a bio ID failure and not scanning. The customer reported issue occurred during patient dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, it had a bio ID failure and not scanning. The customer reported issue occurred during patient dispensing workflow. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was stuck and did not open or eject. A field service engineer arrived and found five 1x1 pockets within drawer 14 to be operational. Further investigation revealed that a cycle count had led the customer to believe there were seven pockets. The customer was advised to contact and create cases with both medbank and polaris, as the issue was related to two separate concerns. Medbank assisted with resolving discrepancy issues, and polaris resolved one of the two inventory-related issues. No hardware issues were identified; the root cause was primarily attributed to a customer training issue. The system functioned as intended after the field service engineer repaired the device.